Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17319, 3006705815-2022-17320,1627487-2022-05540, 1627487-2022-05541. It was reported the patient was admitted to the hospital due to an infection and diagnosed with septic shock. Surgical intervention is planned to address the issue.

Event description:
Additional information was received wherein the scs system was explanted to address the issue.